Event description:
Caller reports a sealed box of softclix lancets had uncapped lancets in the box. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).